Manufacturer narrative:
The involved cartridge was not returned for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2026 from the caregiver of a 52-year-old female patient with a medical history including end stage renal disease, who stated an unspecified amount of blood leaked from the cartridge during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on (B)(6) 2026 from the home therapy nurse (htn) who stated the patient did not experience any symptoms and there was no medical intervention required.